Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed that it passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2021, patient came in to surgery for stage 2 implant following a successful advanced evaluation. She was implanted, and seemed to tolerate the procedure. The stimulation was slowly increased on program 3 to 3.7 which is what her husband said worked well during the evaluation. She felt the stimulation comfortably in the perineal area. She remained in the pacu for approximately 1.5 hours. The patient received her discharge instructions and got up to get dressed. As she was getting dressed she complained of severe pain only at the incision site. The device was turned off and the severe pain persisted at the incision. There was no redness, swelling, or bleeding noted. It was decided with the patient and medical staff that if the pain continued, she would returned to surgery for wound exploration and possible full explant. Approximately 4 hours after implant, she returned to surgery for a wound exploration and had a full explant of her lead and battery. Nothing remarkable was noted by the surgeon during either procedure. During the explant procedure, the subcutaneous pocket wound, which was approximately 0.75 inches deep in fatty tissue, was dry and no visible signs of complications. Once the wound exploration and full explant was complete the incision was pain free in the post-op area. The issue was resolved. It was noted that the patient had urgency frequency and urge incontinence as indications for use. Omitted information from (B)(4) scs rejected.